Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results generated by the icon 25 hcg test kits. Two patients tested negative (-) urine on the icon 25 hcg test kits the serum quantitative results were positive (+). The home pregnancy tests were also positive. There was no affect to patients with regard to this event.

Event description:
The user received a false negative folate result for one patient sample. The initial result was <1.5 (1.45) nmol/l, repeat result was >45.3 (45.40) nmol/l. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. The folate reagent lot number was 156965. It was noted the user was not using the recommended sample rack adapters.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based on the information provided, it was determined the event was most likely due to no sample being pipetted due to a low sample volume in the primary tube as well as the customer not using the recommended sample cup rack adaptors. The customer confirmed they have not had further events since the installation of a new measuring cell and since they began using the recommended sample cup rack adaptors no adverse events were reported.